Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedances measuring 148 ohms. It was noted that there has been gradual increase over the last year. Technical services recommended to perform a commanded shock test. At this time, the shock test has not been performed. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Patient code captures the defibrillation threshold (dft) testing and surgical intervention.

Event description:
Additional information was received that defibrillation threshold (dft) testing was performed unsuccessfully which resulted in error code 1005 indicative of a short circuit during shock delivery. Subsequently, this right ventricular (rv) lead was surgically abandoned and replaced.